Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report. Measures taken: replaced control board. Ventilator device is now able to power on and pass service software and functional tests.

Event description:
In a non-clinical setting the hamilton-t1 ventilator device alerted for technical faults tf 444004 (voltage out of tolerance) and tf 446026 (amvreferror). There is no patient involvement. The observed technical failures may bring the ventilator in ambient state what makes this event reportable.